Manufacturer narrative:
Model: sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient was having difficulty charging due to ipg was too deep. It was also mentioned the the ipg might flip. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging due to ipg was too deep. It was also mentioned the ipg might flip. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.